Event description:
Pt dialyzed for 3 1/2 hrs. Without incident. Towards end of tx pt c/o chills temperature had spiked to 103.8 degree f (up 98.7 degree f pre). No incidence of infliction with patient. Tx discontinued pt was o/c to home.